Manufacturer narrative:
It was additionally reported that the device had to be transported between two buildings externally, which strained the wheels and may have contributed to the wheel breaking. Upon inspection, the technician found that the front wheel was broken mechanically and separated from the mounting axle. The technician concluded the incident was caused by misuse of the device. Viking m mobile lift is a general-purpose lift with the intended use in, health care, intensive care and rehabilitation. Viking m mobile lift is an excellent aid in daily transfers of both adults and children. With 3 various lifting height positions viking m mobile lift gives a flexibility for most lifting situations such as lifting to and from wheelchair, bed, toilet and floor. Horizontal lifting can also be performed in combination with the liko octostretch accessory. All four wheels were replaced on the lift to resolve. Although there was no patient injury associated with the reported event, the report of a wheel detaching during a patient lift could contribute to a serious injury or death, if the malfunction were to recur.

Event description:
The customer reported that while a resident was assisted from the floor back to bed using a viking m lift. The night nurse was alone on the night shift, so no additional help was available. The resident was successfully assisted back to bed with the passive lift. The front wheel of the passive lift broke during the transfer/lift, making it unsafe to use for further transfers afterward. There was no patient/user injury, medical intervention, symptom, or adverse event reported. There were no other devices reported to be involved.

Manufacturer narrative:
The initial MDR was submitted with the incorrect aware date of 06.18.2025. The correct aware date is 06.17.2025.